Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced pain and skin overgrowth at the abutment site. On (B)(6) 2018 during an abutment change under a general anaesthetic the skin was excised.